Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop events and associated low speed/flow alarms were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 22:23:08 to (B)(6) 2019at 09:02:20, per the timestamp. Pump stop events with associated low speed/flow alarms were recorded on (B)(6) at 04:40:08 and on (B)(6) at 23:10:19 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop events and associated low speed/flow alarms cannot be conclusively determined through this evaluation. The account reported that the patient will be placed on an ungrounded patient cable and will continue to be monitored in the clinic. Further action will be taken by the center if the suspected wire comprise progresses into a phase-to-phase short. The patient remains ongoing on (B)(4) and no further events have been reported at this time the heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was concern for a phase-to-shield short of the driveline. Technical services reviewed the submitted log files, and pump stoppages were confirmed. The patient was issued ungrounded power module patient cables. No additional information was provided.